Event description:
Report received of an independent change of the programmed vtbi (volume to be infused). Channel c of the pump was programmed to deliver an unspecified medication. No specific programming parameters were provided. After the control knob was turned to the run position, the displayed vtbi reportedly changed to the same numeric value as the programmed rate. The device was removed from clinical service. There were no reports of any adverse patient events while the device was in clinical use.